Manufacturer narrative:
Device eval: the stent device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage was observed. The lesion being treated was located in the calcified proximal right coronary artery (prox rca). The physician was unable to cross the lesion with the stent. After withdrawal of the stent delivery system, the physician noticed that the stent strut was raised. The procedure was completed with another different device. No pt injuries or complications were reported. Pt status was reported "good".